Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and migration occurred. The target lesion was located from saphenous vein graft (svg) to right coronary artery (rca). After a non-bsc guide wire was unable to cross the proximal svg to rca, a 2.5x15mm non-compliant (nc) balloon catheter was used for pre-dilatation. The physician was still unable to cross the lesion with the non-bsc guide wire. The physician then deployed a 3.5x20mm promus premier stent in the proximal segment of the svg. After placement of the proximal stent, the physician was able to successfully deliver a non-bsc wire into the distal graft and several post dilatations were performed on the proximal stent. The physician then decided to place a stent in the mid body of the graft. A 4.0x12mm promus premier&#10259;tent was then successfully deployed in the mid lesion. The physician then attempted to retrieve the non-bsc guide wire, however the retrieval device was unable to cross the proximal stent. Several more post dilatations were performed with nc balloon catheters to facilitate delivery of the retrieval device. During this process, the non-bsc guide wire was retracted into the mid stent. The physician was then able to successfully deliver the retrieval device and retract the non-bsc guide wire into the device. The non-bsc guide wire and retrieval device were removed from the patient's body without resistance. Subsequent, fluoroscopy was performed and revealed that the 4.0x12mm promus premier stent had been retracted into the 3.5x20mm promus premier stent. A wire was then inserted through the two stents and serial dilatations with balloon catheters of increasing size were used to expand the compromised 4.0x12mm promus premier stent. The procedure was completed with final post-dilation of 4.0 nc balloon catheter. No further patient complications were reported and the patient's status is good.